Event description:
Philips received a complaint by the customer on the v60, indicating that while performing a repair for a liquid-crystal display (lcd), it was observed that the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the touchscreen was not responding to the touch. He was in the middle of doing a preventative maintenance (pm) after updating the lcd to a 2nd generation. Everything was working fine, until about halfway done, and the touchscreen stopped responding to the touch. The rse advised the customer to go back into the device and checked every connector and to reseat them all. The customer was able to finish the performance verification test (pvt) and had the unit run for many hours with no issues. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The customer checked every connector and reseated them all which was the cause of this issue. The device was not being used for treatment when the reported event occurred.